Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the complaint was substantiated. An assessment was performed on the device and was found that the lock sleeve and collet assembly were damaged. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a third molar extraction surgery, it was observed that the ¿burr kept slipping out¿ of the attachment device. There was a thirty second delay to the surgical procedure. The reported device was utilized to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as aug 12, 2010. If additional information should become available, a supplemental medwatch report will be submitted accordingly.